Manufacturer narrative:
Refer to section f for corrected impact coding.

Event description:
It was reported that this pacemaker was an attempted implant. During the procedure, after connecting the pacemaker to the leads, no pacing output was achieved, despite several adjustments to the connections. The pacemaker was exchanged, and the procedure was completed without adverse effects. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker was an attempted implant. During the procedure, after connecting the pacemaker to the leads, no pacing output was achieved, despite several adjustments to the connections. The pacemaker was exchanged, and the procedure was completed without adverse effects. The device is expected to be returned for analysis.